Event description:
During g3 surgery, when the nurse opened the package, she found hair in the blister package. The surgeon changed the nail kit to another size nail kit. The surgery was completed without problem.

Manufacturer narrative:
Na